Event description:
Medtronic received a report that an axium coil encountered resistance and was found damaged. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm in the anterior communicating artery with a max diameter of 3.8 mm and a 1.33 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. It was reported that during the coiling procedure, the doctor successfully deployed the coil, but while deploying the second coil, t here was resistance and in withdrawing the coil, the coil got stuck in the microcatheter. It was reported coil resistance occurred in the middle section of the catheter. There was coil damage observed. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.